Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: additional data d10. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event occurred on (B)(6) 2018.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Method codes device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date little metal debris falls off the hammers in the patient during hammering on equipment. It is unknown if there was a surgical delay and if fragments were removed. Patient and procedure outcome was unknown. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: (B)(4). Visual inspection: the two returned hammers (lot 2110363, lot 8682774) were received with heavy deformation at the edges of the hammer body; there are marks from use and several plastically deformed areas visible. In addition, part with lot# 2110363 presents some broken off portions at the edge of the hammer body. Summary the complaint condition is confirmed as the hammer bodies are heavily damaged. Both production lots were manufactured according to the specification (lot 2110363 in oct 2004, lot 8682774 in nov 2013). The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. Considering the age of these articles and that both instruments were in use during several years, we conclude that the cause of failure is not due to any manufacturing related issues. The damage occurred is determined to be post production/acceptance criterias. The broken portions at the edge of the hammer body are the result from repeated high impacts on the hammer edges causing plastic deformation. These areas are then transformed into a cold-worked condition of the material and can led to an increase in material hardness. The modified structure, combined with multiple impacts on the same area may induce chips to break off the hammer body. End of life of a device is normally determined by wear and damage due to use. We therefore recommend checking instruments after cleaning and damaged or worn instruments to be replaced before surgery. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot, part: 399.420, lot: 2110363, manufacturing site: bettlach, release to warehouse date:15 oct 2004. The device history record shows this lot was pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record(s) showed that there were no issues during the manufacture of this product, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for (B)(4).